Event description:
It was reported to philips that there was an issue with the software, which caused the procedure to be completed on another system. The system was in clinical use at the time of the event. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.